Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that when the customer unlocked the pump, the display was grey blocking graphics and text. Customer was unable to interact with the pump due to the grey screen. There was no adverse impact to customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.